Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen did not respond. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 1nov2018. Date of manufacturer: 2nov2018. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue and attempted to calibrate touchscreen unsuccessfully. The fse replaced the touchscreen, performed calibration and performed required safety test.

Manufacturer narrative:
Date of report : 14jan2019, date rec¿d by MFR : 10jan2019. The touchscreen was returned to philips for failure analysis. Testing concluded that the customer complaint of ¿touchscreen failure¿ was confirmed. The touchscreen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.